Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant false air in line, which was reproduced during evaluation. A review of the event history log identified constant false air in line messages. The cause was determined to be an out of specification ultrasonic sensor calibration reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant false air in line during preventative maintenance testing. There was no known patient injury or medical intervention associated with this event. No additional information is available.